Manufacturer narrative:
H3: device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that there was a type 3a endoleak on a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg. The patient underwent a fenestrated endovascular aortic repair (fevar) procedure on (B)(6) 2026. During the procedure, a william cook australia custom made device (cmd) rpn: aaa-bifurcated-graft and a cook incorporated zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt) were placed. An endoleak was first identified when global angio-control was performed. The endoleak was again identified during the location angiogram that was performed inside the zenith flex with spiral-z technology aaa endovascular graft iliac leg, on the overlap zone with the cmd bifurcated device. A post-operative scan will be performed in a few months. As reported, the patient did not experience any adverse effects. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: a2 (dob), a3 (sex), b5, b7. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 10apr2026. The patient was undergoing a fenestrated endovascular aortic repair (fevar). The patients' vessels were not "really calcified or tortuous." The patient was fully heparinized when the endoleak was found.